Manufacturer narrative:
(B)(4). Date of event: unknown, assumed the 1st day of the month that complaint was reported. Medical device: batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the product code and lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? How many days post-op was the dehiscence identified? How was the dehiscence addressed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape. Does the surgeon believe that an alleged deficiency of the device led to the complications or were there other contributing factors to include patient tissue condition? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, the surgeon operated on a patient who had a dehiscence.